Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the non-dependent patient presented in clinic following an inappropriate shock. Upon review, the right ventricular lead exhibited lead noise which had resulted in the inappropriate therapy. The noise was reproducible in clinic with isometrics and pocket manipulation. The lead also exhibited an increase in capture thresholds and impedance. Tachycardia therapies were disabled for the device. On (B)(6)2017, the lead was capped and replaced. The patient was stable following the procedure.